Manufacturer narrative:
Investigation - evaluation: it is reported prior to laser lithotripsy of renal stone calculi using a cook® single-use holmium laser fiber, the fiber seemed to snap or be broken upon package opening. The break occurred midway along the laser shaft. The patient did not experience any adverse effects as a result of this occurrence. Reviews of complaint history, device history record (DHR) manufacturing instructions, instructions for use (IFU), specifications, and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed.. There is no evidence to suggest this device was manufactured out of specification. A review of relevant manufacturing documents was conducted and found the device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with the complaint device lot. The other complaint was reported from the same customer with the same failure. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions several different factors affect the life of any fiber, including: improper handling. Never subject fiber optics to sharp bends in handling, use, or storage. Warning: do not bend fiber at sharp angles. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Instructions for use 1. Open and remove the packaging tray from the sterile pouch. 2. Remove the fiber clip from the packaging tray 3. Peel and remove the backing from the fiber clip 4. Adhere the clip to the desired location 5. Remove the proximal connector from the packaging tray a. Note: keep output of tubing in line with fiber to minimize drag as fiber is exiting the tubing 6. Hand the proximal connector to a nonsterile attendant while maintaining sterility of distal fiber 7. Open any laser aperture cover or door and insert the proximal connector into the laser system, screw in finger-tight 8. Slide the fiber into the lower clip to hold the fiber in place a. Note: use the upper clip to hold the fiber tip when not in use 9. Follow the laser manufacturer's directions for use 10. Remove the fiber from the fiber clip and discard review of device specifications indicate the laser fiber is supplied inside a tube to prevent fiber damage during shipment. Additionally, 100% inspection is in place to identify fiber breakage during the manufacturing of the device. Storage conditions are unknown. Any of the precautions, warnings and instructions for use mentioned in IFU may have contributed to the reported issue. Based on the available information and because the laser fiber was not returned for technical evaluation, the investigation conclusion cannot be determined. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 16jun2020: a second fiber was opened to complete the procedure.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported prior to laser lithotripsy of renal stone calculi using a cook® single-use holmium laser fiber, the fiber seemed to snap or be broken upon package opening. It was noted it occurred either prior to the procedure or during the mid-way point. The break occurred midway along the laser shaft. It is not known how the procedure was completed after this difficulty. The patient did not experience any adverse effects as a result of this occurrence. Additional details regarding the event have been requested. At this time, no additional information has been provided.